Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The collimator was calibrated and the cpu battery was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the collimator was not working properly. No pt injury was reported.